Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
Can't advance trigger all the way to deploy t2 - difficult to push. The surgeon was having difficulty deploying t2 on some devices because he was torquing the needle to try and get more posterior to go under the condyle. As a result the needles were becoming severely bent hindering t2 deployment. T1 remain in the patient as a result. The repair was completed using ultra fast-fix.